Event description:
The product was used during a bamkart procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported that no pt injury.

Manufacturer narrative:
The device was functionally evaluated in our laboratory and the difficulty reported was confirmed. However, the device was inadvertently misplaced during engineering evaluation and the exact cause could not be reliably determined.